Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inhibited pacing due to myopotential oversensing. Programming changes were made. The patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that additional myopotential oversensing episodes were observed due to noise. The patient experienced syncope. Programming changes and further testing were recommended. The patient will be monitored with routine follow-up.